Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use while filling the cartridge. The consumers blood glucose level was believed to be around "137mg/dl" during the event. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported two syringe issues. First issue happened about 1 week ago, customer could not provide exact date (cts to use (B)(6) 2020 as event date), and second issue happened on (B)(6) 2020. On (B)(6) 2020, customer stated that when she withdrew insulin from her vial she saw more bubbles than usual and did not feel comfortable using the syringe. On (B)(6) 2020, customer stated insulin was leaking from her syringe at the juncture of the needle and syringe while she was pressing on the plunger to fill her cartridge." "Customers bg at the time of the event was around 137mg/dl for both event dates"

Event description:
It was reported that insulin leaked from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use while filling the cartridge. The consumers blood glucose level was believed to be around "137mg/dl" during the event. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported two syringe issues. First issue happened about 1 week ago, customer could not provide exact date (cts to use (B)(6) 2020 as event date), and second issue happened on (B)(6) 2020. On (B)(6) 2020, customer stated that when she withdrew insulin from her vial she saw more bubbles than usual and did not feel comfortable using the syringe. On (B)(6) 2020, customer stated insulin was leaking from her syringe at the juncture of the needle and syringe while she was pressing on the plunger to fill her cartridge." "Customers bg at the time of the event was around 137mg/dl for both event dates".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Corrective and preventative action, CAPA#1132752, was opened to investigate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.